Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 12 (lifeband not present) error messages was confirmed during the functional testing and based on the archive data review. The root cause of the (ua) 07 error was the defective load cell 2. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. The root cause for the (ua) 12 was due to the switch lever being non-parallel to the switch likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in november 2007, and it is more than 13 years old, well beyond its expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, a cracked front enclosure and a bent battery lock were observed on the platform. These physical damages are likely due to user mishandling, such as a drop. The front enclosure and battery lock need to be replaced to address these issues. Also, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed physical damage is unrelated to the reported complaint and appeared to the characteristics of harsh impact as a result of user mishandling. In addition, unrelated to the reported complaint, a defective lcd screen was also observed during the power-on of the platform. The root cause was likely attributed to mishandling such as drop, as indicated by the cracked front enclosure and/or due to normal wear and tear. The lcd needs to be replaced to remedy this issue. Upon further visual inspection, unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The clutch plate needs to be deburred to address the sticky clutch problem. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data was reviewed and contained (ua) 07 and (ua) 12 error messages on the reported event date, thus confirming the reported complaint. During functional testing, (ua) 07 error message displayed upon power up the device, thus confirming the reported complaint. The defective load cell 2 was replaced to remedy the fault. In addition, the platform failed initial functional testing due to (ua) 12 error message, thus confirming the customer's reported complaint. The lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in (ua) 12 error as expected. The readjustment of the switch lever and verification using a standard belt test clip aid was performed to address the (ua) 12 error. During further functional testing, the platform displayed fault code 27 (encoder fault (> 3000 rpm)) after 10 minutes of compressions, unrelated to the reported complaint. The root cause for the observed fault code was a defective encoder likely due to wear and tear. The defective encoder needs to be replaced to remedy the fault code 27 error message. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with (B)(4).

Event description:
During patient use, the customer reported the autopulse platform (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 12 (lifeband not present) error messages when the patient was placed on the platform. A different CPR method was performed on the patient. Per a reporter, no additional information is available as the crew left while the patient resuscitation was ongoing. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.